Manufacturer narrative:
The lift was inspected by a hillrom technician which revealed the emergency stop on the control box needed to be replaced. The most probable root cause is lack of service. The golvo mobile lift should be subject to periodic inspection at least once per year according to the IFU (7en140102 rev. 4). A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift in 2016. It is unknown if the account performed any other preventative maintenance on this lift. The periodic inspection for mobile lifts (3en371001, rev 5) states: 10 emergency stop. Press the emergency stop button. With the emergency stop pressed in, verify that the hand control buttons do not operate the lift. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. With emergency stop out, verify the electrical emergency-lowering device functions. The control box of the lift was replaced by a hillrom technician to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the emergency stop on the control box of the lift was broken. The lift was located in med surg at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).